Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater wire adaptor could not be inserted into the inspiratory tube of an rt340 adult dual-heated evaqua breathing circuit. It was further reported that one of the inspiratory heater wire pins was bent. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the inspiratory and the expiratory limbs of the complaint rt340 adult dual-heated evaqua breathing circuit were returned to fph in (B)(4) for inspection. A bent pin test was performed on the returned limbs to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not fully connect to the heater wire socket of the inspiratory limb. One of the inspiratory heater wire pins was bent, preventing the adaptor from connecting to the heater wire socket. The expiratory heater wires passed the bent pin test. A lot check revealed no other complaints of this nature for lot number 120127. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).